Manufacturer narrative:
Per the clinic, the patient also experienced no sound or stimulation with the device and additionally reported pain/non-auditory sensations. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, during the explantation and reimplantation procedure.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device subsequent to sustaining trauma at the implant site. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.